Event description:
Two days following an uneventful novasure endometrial ablation on 01/20/2011, the pt returned with abdominal pain, fever of 101 degrees fahrenheit, and a white blood cell (wbc) count of 17,000 and was admitted to the hospital. Treatment included intravenous (IV) antibiotics (medication unk) for 2 days. An ultrasound was done and "nothing was noted". She was discharged (date unk) but returned to the hospital 4 days later with the same symptoms and was readmitted (date unk). She was given IV antibiotics (medication unk) for 10 days and was discharged (date unk) with a peripherally inserted catheter (pic) for 2 additional weeks of antibiotics at home. On 02/24/2011, the physician reported the pt remains at home with elevated temperatures (degree unk) and IV antibiotics (medication unk). The physician reported the pt "has some kind of (B)(6) infection".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).